Event description:
The port was placed about 1 year ago. The placement was high on the patient's chest, near the clavicle. A fracture developed in the catheter about 1" distal to the port, but the catheter did not break off. At the same time, pt developed infection, so the port was removed after access by PICC was established on 07/24/97.